Event description:
The consumer alleges that she stopped the scooter and thought she engaged the brake but when she got up to get off the scooter, it tipped over onto her right leg. Consumer alleges she had knee surgery on that leg before and since the scooter fell on the leg, it was very sore and she had to have another knee surgery. Consumer alleges she went to the doctor the day it happened and then they rushed her to the hospital.